Manufacturer narrative:
The device was returned to allergan for analysis and noted the device weighed 245.84 grams. A visual analysis noted wear abrasion. Under microscopic analysis a striated opening on the radius was observed. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Health professional reported left side infection. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Health professional reported left side infection. The device has been explanted.